Event description:
When using device, it was clicking and not closing properly. Another device obtained. Procedure continued. No harm to patient.====================== manufacturer response for laparoscopic tissue sealer g2, laparoscopic tissue sealer g2 (per site reporter).======================nothing yet.